Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to external factors during the procedure, e.g. Stent getting caught by the exit of the extension catheter upon attempt of delivery or retraction.

Event description:
The pk papyrus 3.5/15 was partially displaced on the balloon after getting caught on the collar of the trapliner.